Event description:
Doctor reported sinus preformation at tooth site 16. No other implant was placed to finish the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight: unknown / not provided. Additional device information: unknown / not provided. Premarket identification: k101880. Device manufacturer date: unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp,tsv,mcol mg,4.7mm,11.5mml (tsvmwb11) was returned for investigation. Implant had signs use. Measurements match drawing. No signs of malfunction that would contribute to the event. The device could not be functionally tested for the reported failure (perforated sinus). Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth 16 (fdi). DHR review for the lot number (1257639) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record ((B)(4)). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (1257639) for similar events (complaint category keywords: perforated sinus) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable.

Event description:
No further event information is available at the time of this report.